Manufacturer narrative:
All available information was investigated and the reported difficult to open was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a conclusive cause for the reported difficult to open, clip jumpiness and feeling the clip pop when it opened could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping open during use. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the clip was slow to respond to opening of the clip arms and after a delay of not opening, the clip jumped open. The physician performed this a couple of times while watching fluoroscopy and the delay in the opening of the arms and the popping open of the clip could be seen. The physician also said he could feel the clip pop when it opened and was concerned about whether the clip would perform appropriately with grasping, so it was removed from the patient without deploying. After removing the cds, the physician repeated these steps at the back table and the clip did the same thing. The clip had not issue during preparation, prior to inserting into the patient. Three clips implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.